Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer's blood glucose was 321 mg/dl at the time of the call. The customer's blood glucose was 270 mg/dl at the time of the alarm. Customer stated they did not drop, bump, or expose their insulin pump to a high magnetic field. The customer will contact their healthcare provider for a replacement insulin pump. No additional information provided.